Manufacturer narrative:
(B)(4).

Event description:
The customer obtained a questionable low result for one patient sample using the elecsys ft4 ii assay (ft4) on the cobas e 411 immunoassay analyzer. All results are in units of ng/dl, and all were released outside of the laboratory. The initial result from the sample tube was 0.101 with a data flag. No alarms occurred with this result. The sample was repeated from a sample cup with a result of 2.04. No adverse event occurred. The ft4 reagent lot number is 18042601 with an expiration date of 09/30/2017. Calibration and qc were acceptable on the date of the event; therefore, a general reagent issue can most likely be excluded. The field service representative inspected the instrument. The measuring cell was two years old and he replaced it. The customer was not using the recommended rack adapters for 13x75mm sample tubes. He noted that the rack was not holding the sample tube correctly in several locations. He advised the customer to order rack adapters. He performed system checks for cell replacement which passed. The customer performed calibration and qc which passed. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The initial result is most likely a non-reproducible, false low result. Possible root causes may include temporary foam or bubbles on the sample surface; tilted sample tubes in combination with wet tube walls; and/or fibrin clots or strands in the sample caused by insufficient pre-analytical handling. The customer was informed of these possible root causes and advised to monitor for them during sample analysis.